Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip grasped and locked onto the tissue however; the clip failed to release from the catheter. Reportedly, the physician tried to manipulate the clip off from the delivery catheter however; the clip pulled off the tissue. The clip was removed with the delivery system from within the patient and service. The case was then completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip grasped and locked onto the tissue however; the clip failed to release from the catheter. Reportedly, the physician tried to manipulate the clip off from the delivery catheter however; the clip pulled off the tissue. The clip was removed with the delivery system from within the patient and service. The case was then completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the device returned fully deployed. The clip assembly was not received for analysis. Additionally, the control wire, which returned kinked, was separated as per design. The reported event of clip failed to release from the delivery catheter was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip grasped and locked onto the tissue however; the clip failed to release from the catheter. Reportedly, the physician tried to manipulate the clip off from the delivery catheter however; the clip pulled off the tissue. The clip was removed with the delivery system from within the patient and service. The case was then completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.